Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had smoked and slammed in the area of the back cover. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.

Event description:
It was reported to philips that the device had smoked and slammed in the area of the back cover. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.